Event description:
As reported, during a laparoscopic insertion of a peritoneal dialysis catheter on (B)(6)2022, the bard/davol hydro-surg plus irrigator began leaking at the purple spike portion connecting the irrigation bag, about 25 minutes into the procedure. As reported, the procedure was completed using the same device. There was no reported patient injury.

Manufacturer narrative:
As reported, the bard/davol hydrosurg plus irrigator leaked at the spike portion connecting the irrigation bag during the procedure. There was no reported patient injury. Based on the information provided and without having the sample to evaluate, no conclusion can be made. Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. To date, this is the only reported complaint for this manufacturing lot of 1440 units released for distribution in may, 2022. Not returned.